Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No capture and a sensing anomaly on the right ventricular (rv) lead were noted. The lead was revised but it is unknown if it was replaced. The patient was stable with no adverse consequences. Additional information was requested but is not available.